Manufacturer narrative:
The customer reported that their multiple patient receiver (org) is experiencing a device failure. No harm or injury was reported. They will be sending this unit in for an exchange. (B)(4).

Event description:
The customer reported that their multiple patient receiver (org) is experiencing a device failure.